Manufacturer narrative:
This information is based entirely on a ¿medical product safety network-medsun¿ report. The location, facility, and physician information was not provided. Since no device ID was provided, it is unknown if this event has been previously reported. No further information was available. Referenced document: medsun-"medical product safety network." August 2016. Volume 16, issue 8. Permanent pacemaker electrode. Brand: capsurefix novus.

Event description:
It was reported that the physician opened the package containing the lead, and noted that the "screw appeared to show at the end of the lead." The physician used another lead. The status of the unused lead is unknown. No further information was available. No patient complications have been reported as a result of this event.